Manufacturer narrative:
(B)(4). Age was not provided. Patient weight was not provided. Device has not been returned to manufacture. Product no returned to manufacturer.

Event description:
It was reported that abutment screw loosened. Tooth location #19.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: zimmer dental: instructions for use for zimmer dental implant systems (4894i rev 3 ¿ 07/09) zimmer dental: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) information identified: contraindications the 3.7mmd zimmer trabecular metal implants should not be placed in the molar region. Zimmer dental implants should not be placed if there is an insufficient volume of alveolar bone to minimally support the implant (minimum 1mm circumferential and 2mm apical). Implants placed in the maxilla should not perforate the sinus floor membrane. Poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systemic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. Severe bruxism, clenching, and overloading, may cause bone loss, screw loosening, component fracture, and/or implant failure. Exposure to radiation and chemotherapy may impact health of the implant. Dental implant patients should be instructed to consult with their physician prior to undergoing such treatment options. Precautions ensure the 3.7mmd zimmer trabecular metal implants are splinted to additional implants when used in the pre-molar region. When placing the zimmer trabecular metal dental implant, 4.1mmd, in mandibles with a dense (type d1), thick, inferior border where apical implant engagement is expected, follow the dense bone protocol for the 4.1mmd trabecular metal implant with the following exception. After the drill sequence step using the tsv3.8dn or tsv3.8dsn, add an additional drill step utilizing the sv3.8dn or sv3.8dsn drill. If needed, also use the optional tt4.1 cortical bone tap. This correction will provide a wider apical osteotomy to ensure that the apical tip of the implant is not subjected to excessive torque during the final seating process. Proper case planning is essential to the long-term success of both the prosthesis and the implant. Overload is one of the key contributors to implant failure. Ensure the implant size and abutment angulation are appropriate for the occlusal load. Highly angulated abutments should be avoided. Splinting should be considered where appropriate. Appropriate tightening of the screw is essential to prevent premature loosening. The complainant reported that the ¿patient presented in the office with a loosened screw (#19)¿. The complaint could not be verified, as the product was not returned and the exact condition and details of the device usage was unknown. The conditions under which the screws were subjected in the patient¿s mouth are unknown. No photographs of the subject screws were provided so the visual/physical inspection of the reported fracture could not be conducted. A root cause could not be determined for this complaint.